Manufacturer narrative:
(B)(4). Sled movement the analysis found that one pse60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the doctor had an issue with the device sticking closed with a green cartridge loaded. After it was inserted in the patient, the device would not open and it was not fired. Case completed with another device and cartridge of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable.